Event description:
On 4/mar/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted a fungal infection. Additionally, it was reported that the patient¿s pd catheter (not a fresenius device) was removed. No additional information was provided during intake. Medical records received on 7/mar/2024 revealed the patient presented to the emergency room (ER) on (B)(6) 2024 due to ongoing abdominal pain (48 hours). The patient initially felt the abdominal pain was due to constipation, however after taking stool softeners and having a bowel movement, there was no relief from the pain. Upon arrival to the ER the patient was afebrile, however his systolic blood pressure was in the 80¿s ¿ 90¿s. The patient was treated with an intravenous (IV) normal saline bolus of 500 ml, with ongoing fluid replacement to continue at 50 ml/hour until his blood pressure improved. Radiological studies (e.g., chest x-ray, CT scan) found no acute findings and the patient was treated with a single dose of intravenous (IV) ceftriaxone (dose not provided) after a peritoneal effluent fluid culture and cell count (cloudy, wbc = 1385, neutrophils = 90%) were obtained. After receiving the cell count results, the patient was started on intraperitoneal (ip) vancomycin 2000 mg (2/mar/2024) and gentamycin 0.6 mg/kg (2/mar/2024, 3/mar/2024 and 4/mar/2024). Although the timeline is largely unknown, the patient¿s peritoneal effluent fluid culture returned positive for candida tropicalis, and the patient¿s pd catheter was removed. The patient was transitioned to hemodialysis (hd) and remains hospitalized as of (B)(6) 2024. The patient is scheduled to begin home hd therapy on (B)(6) 2024, as it appears he no longer wanted to undergo pd for rrt. The cause of the fungal peritonitis is unknown; however, there was no allegation that a fresenius device(s) and/or product(s) malfunctioned or failed to perform as expected.